Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty charge-coupled device on the camera head. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a diagnostic hysteroscopy procedure, the high-definition camera head, while being used with the 190 series scope, did not have an image on the display. The procedure was completed successfully with the same set of equipment and no delay in procedural time. Patient was not under sedation. There were no reports of patient harm associated with this event.